Event description:
Customer was using expired compact strips, took insulin based upon a blood glucose result of 305 mg/dl. Reported that one hour later, she had an incident of hypoglycemia requiring treatment by layperson. A request was made for the return of the system, replacement was sent.